Manufacturer narrative:
On 4/8/2019, per the device diagram, mentor became aware that the suspect medical device was a 420cc mentor smooth round high profile saline catalog: 3503420 lot: 5660372. On 4/9/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/9/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation a delamination of the valve was observed from the shell of the device. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with an unspecified mentor saline breast prosthesis, experienced left breast rippling and deflation post-operatively. Deflation was confirmed during surgery for the rippling on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 595cc mentor memorygel breast implants.